Event description:
It was reported that there was changing impedance and oversensing. The lead was explanted and returned for analysis because of an apparent lead fracture. No patient complications have been reported as a result of this event.